Event description:
While removing a pt from the ambulance, on a ferno 93ex stretcher, the undercarriage of the stretcher failed to lock in place and collapsed. No pt injuries occurred and an incident report was filed with risk mgmt. The stretcher was immediately taken out of svc and sent to vendor providing equipment support for co. The stretcher was returned to svc following negative findings. A similar incident occurred with the same model stretcher. No pt injury occurred and after inspection at medpro, the stretcher was returned to svc. An incident report was filed. At this time, rptr felt that operator error may be the causative factor, so all staff was mandated to view the training video for the ferno 93-ex. Rptr experienced a third failure of the undercarriage of the same stretcher that was involved in the second incident. The pt suffered a facial abrasion and at least one chipped tooth. Pt was evaluated in the shock trauma tru where they had been en route to anyway. At this time, all of rptr's ferno 93-ex stretchers were taken out of svc and replaced.